Event description:
The customer reported that the battery was "broken." There was no report of any negative pt impact.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.